Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed and the exact leakage location could not be determined. No specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: reports taxol was infusing in the set via gravity infusion. Toward the end of the infusion, leakage was noted from the y-site. Approximately 10 - 15 ml of chemo medication spilled on the floor. There was no delay in infusion and no medication leaked on the patient or nursing staff. The chemo that leaked on the floor was cleaned per facility protocol.

Manufacturer narrative:
One used safeday IV set, without packaging, was received for evaluation. The set was subjected to leakage testing according to our internal specification. During this testing, leakage was observed at the bonded joint between the backcheck valve and sidearm of the proximal safeday valve. The house retain samples for the reported lot number were pulled for evaluation and were visually inspected and functionally tested according to specification with acceptable results. There were no leakages observed on the retain samples. A potential cause identified was that insufficient solvent in combination with an incomplete insertion of the backcheck valve may have been applied at this joint during the manual assembly of the set. The current assembly procedure was reviewed and was found to be current and adequate. Therefore, an employee awareness training was performed with all appropriate personnel involved in the manufacturing of this product. The purpose of this training was to review the reported incident and ensure that all personnel understand and comply with the solvent bonding process as outlined in the assembly procedure. If additional pertinent information becomes available, a follow-up report will be filed.